Event description:
False positive result(s). User reported that her daughter tested positive with flowflex on (B)(6) 2022. Repeated the test with binax and ihealth home test and both results were negative.

Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1100041. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained cov1100041 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.